Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer wearing a paradigm insulin pump was hospitalized for high blood glucose levels. The customer did not have an account with medtronic minimed and was wearing an insulin pump that was registered to another customer. The nurse wanted assistance with an infusion set change, but she was informed that this was not possible since the customer had no account or prescription on file for this device. Advised the nurse of the donation process. Nothing further was reported.